Manufacturer narrative:
Product event summary: analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Product ID: d224trk, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
It was further reported that the patient experienced episodes of pauses greater than 6 seconds due to the right ventricular (rv) lead noise. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient experienced a loss of consciousness and asystole due to a right ventricular (rv) lead fracture. The rv lead exhibited noise, oversensing, non-sustained episodes and a gradual rise in impedance. The patient received a temporary pacing wire and the rv lead was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2005; product ID 419688 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).